Event description:
It was reported by the patient's spouse that the device had triggered an alert. Follow up with the physician's office indicated that a high impedance had occurred on the svc coil of the right ventricular lead. No issues were noted during isometric testing. The alert trigger point was increased and the lead remains in use. No patient complications have been reported as a result of this event.